Event description:
It was reported that the hcu30 system would shutdown after rewarming the patient. A backup unit was used. No adverse effects on patient reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The hcu30 device was investigation by a maquet service technician and found to contain a defective 20 amp circuit breaker. The circuit breaker was replaced and the system was tested to factory specifications. The system passed testing and was returned to service. A supplemental medwatch will be submitted if additional information becomes available.